Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation and was discarded by the user facility. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the lot number and/or serial number was not reported. The reported event could be attributed to the following: - ancillary equipment issues (e.g. Handpiece), - user selects improper min settings on generator, - improper usage and inadequate cleaning of instrument, - applying improper or inadequate directional force. The instructions for use (IFU) state: - the instruments allow for the coagulation of vessels up to and including 5 mm in diameter. Do not attempt to seal vessels in excess of 5 mm in diameter. - blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. - for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the harmonic scalpel (har36) did not completely seal the vessel and the patient was bleeding post-operation. There was no delay in the original procedure. The patient was brought back into surgery and the vessels were successfully sealed. These are commonly used devices that are readily available.